Manufacturer narrative:
The remaining part of e1 initial reporter street: (B)(6). The electrode lot number and expiration date were not provided. The field service representative found that the needle was dripping occasionally. He performed a precision check and found that the result was abnormal. After cleaning a standard valve, the dripping stopped. Then he performed another precision check and it was ok. It was ultimately determined that the valve was not opening and closing properly, resulting in abnormal results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 ise 900 module. The initial result was 158.6 mmol/l. The repeated result was 146.9 mmol/l. The questionable result was not reported outside of the laboratory. The sample was repeated due to the initial result not matching the patient's clinical diagnosis.